Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device reverted to safety mode while in field stock. This device was never implanted and returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was verified that the device was in safety mode. Memory review confirmed that the device underwent a reset due to memory corruption. After programming the device out of safety mode, the device did not revert back to safety mode and the device passed a series of electrical tests. This series of tests includes automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was then heated to 37 degrees celsius and cooled to 0 degrees celsius for several days. After the second time the device was cooled to 0 degrees celsius, the device reverted back into safety mode. The device memory was analyzed a second time, however the memory corruption errors were not the same as the ones noted upon receipt of the device. The device case was opened and further testing was done. The results were inconclusive and analysis was unable to determine the cause of the device memory corruption that resulted in the device reverting to safety mode.